Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the patient received inappropriate shocks. Magnet placement did not have the intended effect of interrupting the therapy. The ICD and the lead will be replaced.

Manufacturer narrative:
Combination product: yes. The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. A number of 103 episodes has occurred, nr. 77 to nr. 99 on september 3rd, 2025. All available iegms from september 3rd document noise in the rv channel. This led to 121 charging cycles with 82 shock deliveries. The impedance trends revealed increasing rv pacing impedance since september 3rd, 2025 (from 422 ohm on september 3rd to 1301 ohm on september 5th) and decreasing shock impedance since september 3rd, 2025 (from 66 ohm on september 3rd to 54 ohm on september 5th). The observations above are an indication for a potential damage of the lead. Regarding the magnet application and the general functionality of the ICD, the data does not show any indication of an ICD malfunction. In more detail, the ICD detected a magnet several times on september 3rd, 2025. Through the detection episode 97 was terminated. The reason why the ICD did not recognize the magnet on some occasions on september 3rd is presumably the initial utilization of a competitor magnet and a suboptimal placement of the m50 biotronik magnet afterwards. An ICD problem is not suspected, neither regarding the noise nor regarding the magnet detection. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned data showed a normal and expected ICD functionality. The integrity of the lead may be compromised.